Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
(B)(4) - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: a review of the total daily dose history showed that the daily insulin delivery totals correctly reflected the user programmed basal rates. No alarms or pump conditions indicating a malfunction were recorded in black box or alarm history. On (B)(4) 2012, a manual time changes was observed from 22:08 to 21:08. On (B)(4) 2012 a "replace cartridge" alarm occurred at 07:48 and the pump was not primed to resume delivery until 09:38. A 29 hour flow accuracy test was performed and the pump was found to be delivering within specifications. No delivery related defects were found during testing.

Event description:
The patient contacted animas on (B)(6) 2012, reporting that she was admitted to the heart and vascular institute with a blood glucose (bg) of 452mg/dl with symptoms of nausea and shortness of breath. The patient stated that her usual bolus use is 22 units plus 21 units for her basal. She stated that these totals did not include her manual correction which she could not recall how much she injected via syringe. The patient stated that her physician implicated the pump for her blood glucose excursion. The patient stated that her bg levels were high for the past three to four days and that she was using double her insulin and her bg level did not respond. At the time of the call her bg was 198mg/dl. Troubleshooting indicated the total daily dose was accurate, the isf, I:cratio, and iob settings are correctly programmed. The patient confirmed that the insulin was not cloudy, clumpy or discolored. This report is being made due to the patient's blood glucose excursion while on insulin pump therapy.